Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified venous side of the shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 10atm within 30 seconds. However, it was noted at second inflation that the balloon ruptured at 2atm. The device was completely removed using normal method and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post procedure.